Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va05t1d, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 03-jan-2017, UDI#: (B)(4). Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the lead migrated and was explanted the same year it was implanted. The caller needed to do a head scan on the patient. He will do an x-ray to confirm whether everything has been explanted. No further patient complications are anticipated or expected as a result of this event.